Manufacturer narrative:
(B)(4). When patient came back to clinic, reservoir is entirely out of the body. Needs reservoir removal.

Event description:
It was reported that the patient have received at least one port replacement and are in observation. There are no other details available at this time.

Manufacturer narrative:
(B)(4)